Event description:
Add'l info rec'd from MFR 11/20/01: the voluntary report misidentifies the MFR as thermocardio systems instead of thoratec corp. While thermocardio systems and thoratec labs merged in 2/01 to become thoratec corp, the device in question was not mfg by the former thermocardio systems, but by the former thoratec labs. The serial number of the device is misidentified. The catalog number in the report, "45384," is not a thoratec catalog number. The lot number in the report, "p/n 500990006005," is the part number of the label on the device.

Event description:
Left ventricular assist device implanted. The electrical convertor on the compression device failed. Manual pumping by hand was initiated. The compression device was replaced. There was no injury to the pt.